Event description:
Patient reported that his insulin pump displayed a "malfunction" message and had stopped working, similar to a previous incident weeks earlier. There was no adverse impact to his blood glucose level, as he mentioned having supplies to manage during such periods. He questioned whether the pump needed to be sent in for a checkup after previously receiving an update or repair from the company.